Event description:
Additional information provided by the field indicated that neither the hospital nor the patient has been able to be contacted to discuss this event further. It is still unknown if the patient's implanted system somehow contributed to their syncope. All products continue to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the ER after they passed out while driving a car. The patient¿s implantable cardioverter defibrillator (ICD) was going to be interrogated, but no further information concerning this event is available at this time and it is not known if the patient¿s ICD and right ventricular (rv) lead contributed to the patient¿s syncope. The ICD and rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information concerning this event is being requested from the field. This report will be updated should additional information be provided.